Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by clearing the alarms, resuming insulin, and administering bolus amounts in smaller increments. Frequent and recurring occlusion issues were noted, leading to a request for additional assistance through a follow-up.